Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder symptoms"), arthralgia ("joint pain"), myalgia ("muscle pain") and depression ("depression"). On an unknown date, the patient experienced inflammation ("chronic inflammation") and dyshidrotic eczema ("dishidrotic eczema on feet and hands"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, arthralgia, myalgia, depression and dyshidrotic eczema outcome was unknown and the inflammation was resolving. The reporter provided no causality assessment for arthralgia, autoimmune disorder, depression, myalgia and pelvic pain with essure. The reporter considered dyshidrotic eczema and inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: new reporter was added. New event dishidrotic eczema on feet and hands was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included venlafaxine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder symptoms"), arthralgia ("joint pain"), myalgia ("muscle pain") and depression ("depression"). On an unknown date, the patient experienced inflammation ("chronic inflammation"). At the time of the report, the pelvic pain, autoimmune disorder, arthralgia, myalgia and depression outcome was unknown and the inflammation was resolving. The reporter provided no causality assessment for arthralgia, autoimmune disorder, depression, myalgia and pelvic pain with essure. The reporter considered inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow-up received from social media reporter information essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.